Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 10/01/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/24/2014 with the following findings: the battery compartment was cracked from the threads to the case seal. Opened pump and removed from case. No moisture or corrosion in the pump. Verified time and date reset in the black box. Pump was exercised for 24 hrs. On a 1 unit per hour basal program. Pump was powered down for 6hrs. And then powered up. The time and date reset to factory default. Opened pump and disassembled: the internal battery is corroded. (B)(6).